Event description:
It was reported that this right ventricular lead exhibited changes in pace impedance measurements. There were stored episodes with noise, and oversensing, leading to pacing inhibition greater than two seconds. Technical services discussed possible causes. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited changes in pace impedance measurements. There were stored episodes with noise, and oversensing, leading to pacing inhibition greater than two seconds. Technical services discussed possible causes. No adverse patient effects were reported. This product remains in service.